Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient with microstriae in the left eye one day post lasik. The patient complained of blurred vision. A flap lift and rinse was performed. Symptoms have resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).